Event description:
It was reported that ever since the devices were replaced, the patient could get good coupling of 8 bars with the right implantable neurostimulator (ins), but had never been able to get over two bars with the left ins. It was noted the ins was easily palpated on the left side. This had been an issue since (B)(6) 2013 when the devices were changed out. The reporter noted that x-rays were sent in as it was suspected that the left ins was flipped. It was confirmed that the ins was flipped. It was noted that the left was 75% charged at the time of the report. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 37612, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 2000, product type: extension. Product ID: 3387-40, lot# l75378, implanted: (B)(6) 2000, product type: lead. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 2000, product type: extension. Product ID: 37651, serial# (B)(4), product type: recharger. Product ID: 3387-40, lot# n24355a, implanted: (B)(6) 2000, product type: lead. (B)(4).